Event description:
It was reported that the user experienced recurrent morning hypoglycemia while using the ilet, described as the system driving glucose too low on many days despite adequate learning time, leading the user to change the target to the usual setting for 24 hours, which reduced the lows but produced higher glucose than desired; the user also reported inability to set a lower target as done previously on another pump. Symptoms included hypoglycemia requiring treatment. Outcomes included no hospitalization and no reported alerts or alarms. Investigation included a plan for follow-up to obtain additional blood glucose details. Investigation of this case revealed an unclear cause of hypoglycemia with no identified device alarms or specific component malfunction and insufficient information to attribute the event to a device failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.